Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon provided pt data with a request for assistance in preparation of a platform presentation. Review of the spreadsheet of pt data provided showed this pt experienced a decrease in bcva od compared to the pre-op measurement. This event was submitted under MFR report #1061857-2007-00095. Add'l info, provided by a nurse at the facility, indicated the left eye also experienced a decrease in bcva as compared to the pre-op measurements. This report is being submitted for the left eye.